Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-02817 and 02818. It was reported the patient's stimulation will randomly turn itself off and on despite the fact the magnet mode was disabled. The patient stated the stimulation will shut off for 1-2 seconds and then turn back on at the previous amplitude. The patient met with the sjm representative and also reported she experienced pocket heating while charging. In addition, the patient reported her stimulation is no longer effective. She allegedly was implanted for bilateral leg and back pain, but she only receives coverage in her legs. Reprogramming was unable to resolve the issue. No further information is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.